Manufacturer narrative:
Unit passed displacement test and self-test. All operating currents are within specification. Unit was monitored. No unexpected auto off alert noted during testing. Unit functioned properly. No physical damage noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed auto off in the middle of the night. The insulin pump was not delivering insulin. The self-test passed. Customer's blood glucose level was 500 mg/dl. She treated her blood glucose with a needle. She was going to revert to her old insulin pump. The device was not returned.